Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent post-breakfast hyperglycemia with a high blood glucose level of 401 mg/dl, observed by the caller and corroborated by a device report showing repeated high glucose after meals, with the cause not identified. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting, education, and follow-up training. Investigation included complaint review and user support with troubleshooting and education. Investigation of this case revealed no device malfunction identified based on available information. It was concluded that the cause of the hyperglycemia was unclear and that additional training was assigned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.